Event description:
It was reported that the external pulse generator shut down for no reason. It was further reported that if the unit was "tapped" it would turn off. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the generator shut down. Analysis did find that there was a piece of foreign material between the liquid crystal display (lcd) and the lcd lens, that the lower case was broken, the ring was bent, the keyboard was scratched and that it needed a battery drawer o-ring. All found defective parts were replaced. (B)(4).